Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the call the patient mentioned that they were experiencing symptoms since the implant surgery due to the conversion of the stimulation settings from the old implants to the new ones. Patient mentioned that right after surgery their leg was bouncing and their hips have spasming which is where their dystonia is. They also mentioned that they're experiencing those symptoms in their toes and legs as well. Patient has a programming appointment on (B)(6). Agent redirected patient to follow up with their doctor regarding their stimulation settings and symptoms. Patient said they see someone for programming. Patient recently moved so they only have a neurosurgeon currently. Patient is comfortable with charging devices since they've had dbs for so long so went ahead and reviewed communication 2 at their request.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.